Event description:
Customer reported the catheter kinked. The PICC was inserted in the left basilic vein and was indwelling for 23 days. The kink occurred in the middle 1/3 of the upper extremity. Patient was referred to ir for new PICC placement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.